Event description:
The patient received his scs system including a neurostimulator receiver and two percutaneous leads on (B)(6) 2004. It was reported that the patient ceased to feel the stimulation. Attempts at using additional transmitters were made but did not alleviate the reported issue. The physician explanted the receiver and replaced it with an ipg on (B)(6) 2007. The explanted receiver was returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Receiver failed both manual and auto-testing. Components of both hybrids appear to have failed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.